Manufacturer narrative:
The customer could not identify which bed was involved in the incident.

Event description:
It was reported that the patient experienced redness and soreness on the buttock while laying in an unspecified stryker bed and that this was treated by a nurse with an ointment.